Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receive ing gablofen (500 mcg/ml) at a dose rate of 417.68 mcg/day (flex dosing) via an implantable pump for intractable spasticity. It was reported that the patient went in for a pump refill they were unable to access the pump during pump refill. Multiple attempts to access the pump were made. An x-ray was taken and the pump was noted as having flipped. The pump was unable to be filled because it had flipped. The pump alarm date was (B)(6) 2022. Regarding environmental/external/patient factors that may have led or contributed to the issue, the patient was described as obese and the pump was implanted in her lower back. The patient was not experiencing any withdrawal symptoms. Surgery was scheduled to occur on (B)(6) 2022 to flip the pump back over, secure it, and refill. The issue was not resolved as of 2022-apr-09. The patient's medical history and weight at the time of the event were unknown or would not be made available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that surgery was performed on 2022-04-12 and the pump was placed in the correct positions and filled. The issue was reported to be resolved.